Manufacturer narrative:
The communicator along with the power cord were returned for analysis. Post market quality assurance confirmed and observed that the power brick got warm after about 15 minutes. There was evidence on the outside of the power brick housing of where the brick got extremely hot and deformed the outside case.

Event description:
Boston scientific received information from the patient that the power brick became extremely hot. The communicator was without power. The patient also received status code 105. A replacement communicator was shipped to the patient.